Event description:
Implant didn't achieve osseointegration, primary stability was achieved, blood coagulation disorder, periodontal disease, immediate implantation, preceding/simultaneous bone augmentation, mobility.